Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a slow rise in shock lead impedance. The measurement recently became greater than 125 ohms. A lead revision procedure was performed. The lead was explanted and replaced with another boston scientific lead. There were no additional adverse patient effects. As of today, the lead has not been returned.